Manufacturer narrative:
Evaluation summary it was caused due to a malfunction occurred on the ccd chip. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Brand new scopes. During the incoming inspection, ccd was found a slightly scratch and image had slightly shadow.